Manufacturer narrative:
(B)(4). Approximate age of device - 3.5 months. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for gastrointestinal bleeding with abdominal pain and on-going black tools. The patient was transfused with 8 units of packed red blood cells. Results of the endoscopy found bleeding ulcers, which were clipped. Unspecified changes to the patient¿s medication regimen were made. The gi bleeding was reported to be resolved on (B)(6) 2016. No additional information was provided.